Manufacturer narrative:
A stryker service technician evaluated the customer's device and was able to duplicate and verify the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the keypad on their device was unresponsive, when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.